Manufacturer narrative:
Updated data: b5. Third paragraph added additional codes. Corrected data: b2. Death and date of death removed h1. Type of reportable event corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a transcatheter aortic valve replacement due to aortic insufficiency using the evolut valve. During the procedure, the valve slipped into the left ventricle upon release, necessitating the reopening of the chest by surgeons to remove the evolut valve and place a surgical valve. The patient experienced prolonged hospitalization and was alive in the unit on extracorporeal membrane oxygenation (ECMO). Contributing factors to the event included anatomical factors, such as the pre-existing aortic insufficiency and lack of calcium. Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. Prior to dislodgement, the depth was approximately 4-5 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). After dislodgement, the depth was greater than 15 mm on the ncc and lcc. The patient was on ECMO following the procedure because the patient had been very ill since the coronary artery bypass graft surgery that took place approximately 12 days prior to the valve implant. It was reported that the patient was unable to recover. Additional information was received that following the surgical aortic valve replacement, a surgically implanted heart pump (impella 5.5) was used and the patient was reported to be recovering.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a transcatheter aortic valve replacement due to aortic insufficiency using the evolut valve. During the procedure, the valve slipped into the left ventricle upon release, necessitating the reopening of the chest by surgeons to remove the evolut valve and place a surgical valve. The patient experienced prolonged hospitalization and was alive in the unit on extracorporeal membrane oxygenation (ECMO). Contributing factors to the event included anatomical factors, such as the pre-existing aortic insufficiency and lack of calcium. Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. Prior to dislodgement, the depth was approximately 4-5 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). After dislodgement, the depth was greater than 15 mm on the ncc and lcc. The patient was on ECMO following the procedure because the patient had been very ill since the coronary artery bypass graft surgery that took place approximately 12 days prior to the valve implant. It was reported that the patient was unable to recover.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a transcatheter aortic valve replacement due to aortic insufficiency using the evolut valve. During the procedure, the valve slipped into the left ventricle upon release, necessitating the reopening of the chest by surgeons to remove the evolut valve and place a surgical valve. The patient experienced prolonged hospitalization and was alive in the unit on extracorporeal membrane oxygenation. Contributing factors to the event included anatomical factors, such as the pre-existing aortic insufficiency and lack of calcium.